Manufacturer narrative:
The device was returned. Visual and functional analysis was performed on the returned device. The reported deployment failure was unable to tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. Returned analysis noted that the distal sheath was returned separated. The distal sheath material at the separation was jagged and there were multiple chatter marks (series of kinks) noted on the entire length of the distal sheath. The rack inside the handle was noted to be fully retracted indicating that after the distal sheath had separated, the thumbwheel was fully rotated, yet failed to deploy to the stent due to the separation. It is likely that the chatter marks noted throughout distal sheath prevented the sheath from being able to retract to unsheathe the stent. Although a definitive cause for the chatter marks could not be determined, this type of damage is consistent with the distal sheath being slid along a ridged edge. It may be possible that during removal from the dispenser coil prior to use, the distal sheath interacted with the edge of the dispenser coil causing chatter marks to the polyimide material of the distal sheath. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification, moderate tortuosity, and 40% stenosis in the right superior femoral artery (rsfa). A 5.0x100mm absolute pro self expanding stent system (sess) was advanced to the target lesion; however, the stent failed to deploy. The sess was withdrawn and a new absolute pro sess was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Product return analysis revealed that the distal sheath was returned separated distal to the proximal marker. No additional information was provided.